Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The customer stated that she changed her infusion set tubing three times in the past 24 hours. Troubleshooting could not occur since the customer had changed the infusion set ten minutes prior to calling. Three infusion sets and three reservoirs will be returned for analysis and a replacement of each product will be sent to the customer.